Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. After readjustment and recalibration, fse indicated that axis1 of patient side manipulator (psm) 1 had a large mechanical friction sound during rotation. Fse replaced the psm to address the issue. After replacement, the system was tested and verified as ready for use. Isi received the psm involved with this complaint and completed the device evaluation. During failure analysis, high friction was confirmed along yaw axis 1 due to a faulty axis 1 harmonic drive. This confirms the reported event. After replacement of the defective part, the psm arm was retested, operated with no further issue and was restored to specification. No image or video was submitted for review. Verification via system logs confirms the occurrence of a procedure on the reported event date (B)(6) 2022 matching the documented event details. This complaint is considered a reportable event due to the following conclusion: a psm arm exhibited a recurrent issue and was non-functional after the start of the procedure. Fse investigation confirmed the issue and performed psm arm recalibration and eventual replacement. Failure analysis of the psm arm confirmed a component failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported by the intuitive surgical, inc. (Isi) field service engineer (fse) that during a da vinci-assisted urological procedure, the user observed that instrument installed into patient side manipulator (psm) 1 was unable to fully close its jaws. The user completed the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The tip of the instrument on the psm1 was not fully closed. Troubleshooting was attempted by exchanging into another instrument; however, the issue persisted. The customer reconnected the instrument and continued the procedure with all four psm arms. It was stated that psm1 did not become non-functional/ non-operational.